Event description:
The cin was contacted directly by the contact person at the hospital. It was reported "the mca20 would not clip appropriately" during a right mastectomy. There was no adverse pt outcome.